Manufacturer narrative:
As reported, the plug deployment button of a 6f exoseal vascular closure device (vcd) could not be depressed. The device was removed from the vessel along with a non-cordis sheath, and manual compression was applied. There was no reported patient injury. The device was intended to be used in a carotid artery stenosis surgery using a retrograde approach from the left femoral artery. The device was slowly withdrawn at an angle of about 40°. The pulsating blood flow of the blood return indicator slowed down. There were no visible signs of device or packaging damage prior to use. The femoral puncture site was confirmed to have a vessel diameter of at least 5 mm, with no nearby stent, no stenosis greater than 50%, and no prior closure device or manual compression within the past 30 days. Additionally, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed and the indicator window turned solid black. However, when attempting to depress the deployment button, it could not be pressed at all, despite the indicator window showing solid black at the time and having displayed red during retraction. Excessive force was not applied, as the button remained immovable. Surgeons have been using exoseal for many years. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the unit. Finally, it was observed that the indicator window was in the black/white position. During this visual analysis, a kink was observed on the delivery shaft of the unit, located 4.5 cm from the distal tip. Dimensional analysis was conducted on a portion of the delivery shaft near the affected area to verify the outer diameter. The results of the dimensional analysis were found to be within specification. The measurement was taken with a calibrated micrometer. The functional deployment simulation evaluation could not be performed, as the black/black position could not be achieved by manually pulling the indicator wire. It was concluded that this may be attributed to the kink observed on the delivery shaft, which may have affected the indicator wire¿s intended actuation mechanism. A high-magnification evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed. The reported event of ¿deployment lever (button)-frozen/locked¿ could not be observed as the functional analysis could not be performed likely due to the kinked/bent condition of the delivery shaft. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported inability to depress the button since functional analysis could not be performed as the indicator window could not be changed. However, as the complaint reported that the indicator window had changed to solid black during the procedure before attempting to depress the button, the issue experienced during functional analysis in changing the indicator window to solid black was likely not experienced by the user. Additionally, the difficulty in changing the window was likely due to the kinked/bent condition of the delivery shaft, which could impede the movement of the indicator wire in order to change the indicator window. However, as this kinked/bent condition was not reported by the customer, it is unknown if this received condition occurred due to manipulations after the procedure. Regarding the issue the customer experienced, procedural/handling factors are possible since there were no anomalies noted to the internal mechanism of the device. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analysis, nor the information available for review suggest that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 6f exoseal vascular closure device (vcd) could not be depressed. The device was removed from the vessel along with a non-cordis sheath, and manual compression was applied. There was no reported patient injury. The device was intended to be used in a carotid artery stenosis surgery using a retrograde approach from the left femoral artery. The device was slowly withdrawn at an angle of about 40°. The pulsating blood flow of the blood return indicator slowed down. There were no visible signs of device or packaging damage prior to use. The femoral puncture site was confirmed to have a vessel diameter of at least 5 mm, with no nearby stent, no stenosis greater than 50%, and no prior closure device or manual compression within the past 30 days. Additionally, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed and the indicator window turned solid black. However, when attempting to depress the deployment button, it could not be pressed at all, despite the indicator window showing solid black at the time and having displayed red during retraction. Excessive force was not applied, as the button remained immovable. Surgeons have been using exoseal for many years. The device was returned for evaluation.